Event description:
Pt had uneventful lasik (B)(6) 2009. Returned for follow up visit on (B)(6) 2010, and reports that his eyes feel dry in the mornings when he wakes up. Pt reports that he sleeps with a fan blowing towards him at night. Dr (B)(6) performed a dilated exam on pt and the eyes appear healthy. Pt was given a prescription for restasis (cyclosporin ophthalmic emulsion) and was directed to use this medication 2 times daily in both eyes. Pt was instructed to report to dr (B)(6) on effects of restasis.